Manufacturer narrative:
The technician found the brake block and casters were worn. He rebuilt the brake block and replaced the casters to repair the bed.

Event description:
Info received indicates the brake will engage but does not hold.